Event description:
Healthcare professional reported injecting a patient in the chin (prejowl sulcus) and lips with 2 ml of juvéderm® voluma¿ xc. Nine days later, the patient presented with an ¿infection¿ at the injection site. The event worsened 2 days later and visited the ER, where the patient was treated with clarithromycin. Four days later, an abscess incision & drainage was performed and hylenex was given. Two days later, another abscess incision & drainage was performed. Two days later, the patient was treated with doxycycline and clindamycin. Six days later, an incision & drainage and packed was performed. Three days later, another incision & drainage, irrigation, and packed were performed. The event is ongoing.

Manufacturer narrative:
Corrected data. Correction: aware date was initially sent as 18/jan/2024. The corrected aware date should be 11/jan/2024.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the chin (prejowl sulcus) and lips with 2 ml of juvéderm® voluma¿ xc. Nine days later, the patient presented with an ¿infection¿ at the injection site. The event worsened 2 days later and visited the ER, where the patient was treated with clarithromycin. Four days later, an abscess incision & drainage was performed and hylenex was given. Two days later, another abscess incision & drainage was performed. Two days later, the patient was treated with doxycycline and clindamycin. Six days later, an incision & drainage and packed was performed. Three days later, another incision & drainage, irrigation, and packed were performed. The event is ongoing.